Event description:
It was reported that product was not possible to clean the complete inside of the instrument during the sterilization process. The staff reported that they cut the device into two pieces to check if it was 100% clean. This was done without any confirmation from stryker. During the cleaning process, we are not 100% sure if the staff followed the IFU correctly.

Manufacturer narrative:
The reported event could not be confirmed since the device was partly returned for evaluation. The device inspection revealed: the visual inspection of the returned device shows that the device has been subjected to destructive testing and only one component capture screw has been returned for evaluation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. IFU clearly states that segregate damaged devices and return them to the legal manufacturer to assist with their analysis of the event more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Visual inspection of the returned item indicates that the device underwent destructive testing, and only a single component (capture screw) was provided for evaluation. Consequently, the returned condition is not representative of the device in its intended use or labeled configuration. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that product was not possible to clean the complete inside of the instrument during the sterilization process. The staff reported that they cut the device into two pieces to check if it was 100% clean. This was done without any confirmation from stryker. During the cleaning process, we are not 100% sure if the staff followed the IFU correctly.